Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked near the coil cap. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from july 17, 2020 - july 20, 2020. H10: the device was received for evaluation. The unit was returned to the plant containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and there was no evidence of a leak observed. Based on the evaluation finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.